Manufacturer narrative:
Concomitant medical products: 5076-52, lead implanted: (B)(6) 2004; dtba1d1, crtd, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited a suspected fracture, abrupt impedance change noted as high impedance and loss of capture. The lv lead was capped, abandoned and replaced with lv endocardial lead. No patient complications have been reported as a result of this event.